Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. On the related svn#: (B)(6) event date of 02-oct-2025, there is no unexpected suspends recorded in the formatted history file. However, pump error 35 alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the related svn#: (B)(6) event date of 02-oct-2025 listed on smartsolve due to insufficient data in the trace/history files. Please see below for the date range listed in the formatted history file. The formatted history file lists data from on (B)(6) 2025. There was no data available to verify unexpected pump error(s)/alarm(s) noted 2 days prior to the primary svn#: (B)(6) event date of 07-oct-2025. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2025 12:05:20 and on (B)(6) 2025 12:15:00.000. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1, pcba 2 and force sensor. Slight corrosion was also found on the motor, vibrator and battery tube assembly noted. In further review of the formatted history file 1 week prior to the related svn#: (B)(6) event date of 02-oct-2025, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2025 01:46:00.000, on (B)(6) 2025 04:31:00.000, on (B)(6) 2025 04:41:00.000, on (B)(6) 2025 20:06:00.000, on (B)(6) 2025 20:16:00.000, on (B)(6) 2025 00:36:00.000, on (B)(6) 2025 05:46:00.000, on (B)(6) 2025 08:11:00.000, on (B)(6) 2025 01:07:00.000 to on (B)(6) 2025 06:41:00.000, on (B)(6) 2025 01:26:00.000 to on (B)(6) 2025 13:14:00.000, sensor error alert (801) was found on: (B)(6) 2025 08:50:54.000, on (B)(6) 2025 09:00:00.000, on (B)(6) 2025 09:45:54.000, on (B)(6) 2025 11:40:53.000, on (B)(6) 2025 11:50:00.000. Unable to test for lost sensor alert and sensor error alert due to critical pump error (open book image) alarm. Lost sensor alert and sensor error alert were unknown. Low battery alert was found on: (B)(6) 2025 09:31:00.000. Insert battery alarm was found on: (B)(6) 2025 10:18:08.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 at 17:01:00.000. There was no power data available for the date on (B)(6) 2025. Unable to check power data for low battery alert. Unable to test for low battery alert due to critical pump error (open book image) alarm. Low battery alert was unknown. Two no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2025 during bolus deliveries. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs/dka. Unable to perform the required testing and upload pump to carelink due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to slight corrosion on the pcba 1, pcba 2 and force sensor. Slight corrosion was also found on the motor, vibrator and battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open book image. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, explained that the pump performs safety checks, and an error was found. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.